Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): preliminary analysis found that the device had no telemetry and no pacing output. The device lost telemetry function due to battery depletion. The device was fully functional when powered with an external source and operated at normal current drain levels. Further analysis found a small opening was along the top edge of the anode separator adjacent to the cathode tab separator opening. The opening was about 0.14 inches long and there was no lithium deposition in the area of the opening. As a result, there was no internal short. Based on the destructive analysis results, no internal short was found in the battery.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device depleted after 3.5 years. Early battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): preliminary analysis found that the device had no telemetry and no pacing output. The device lost telemetry function due to battery depletion. The device was fully functional when powered with an external source and operated at normal current drain levels. Further analysis found a small opening was along the top edge of the anode separator adjacent to the cathode tab separator opening. The opening was about 0.14 inches long and there was no lithium deposition in the area of the opening. As a result, there was no internal short. Based on the destructive analysis results, no internal short was found in the battery.